Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During the procedure, failure to insert the guidewire into the left ventricular lead was observed. The lead was not implanted; another lead was implanted successfully. The patient's condition before, during and post procedure was stable.